Event description:
Additional information was received from the patient reporting that they met with the rep and they were able to see ¿code¿ for the failure related to the lost settings, which was the last they heard. The rep reprogrammed the device. The patient indicated that the unit was now working, though they had less relief than they expected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative regarding an implantable neurostimulator (ins). The reason for call was pt rep stated pt was implanted about 3 weeks ago and their manufacturer rep had pt set on groups a and b. The pt was not having luck with a so last monday they were told to try and switch to group b for a week and pt seemed to be getting relief but still needs more "help". Then, they went to check the battery level this morning and an unknown error appeared (pt rep did not have any error details) and now, group b has disappeared. Agent had caller enter mystim app and confirmed only group a was available and therapy was on; they used to be able to tap and switch groups. The issue was not resolved. The patient was redirected to their healthcare provider to further address possible reprogramming. Pt rep stated they will call the manufacturer rep.